Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm) due to suspected oversensing of patient atrial arrythmia in the right ventricular (rv) lead. Upon review of stored episodes, ts confirmed that the patient atrial arrythmia was being sensed on the rv lead. Ts also noted a drop in the lead impedance measurement and right ventricular auto threshold (rvat) testing was suspended due to high out range thresholds. Ts discussed with hcp that the rv lead pacing may be compromised and advised for further lead evaluation. The hcp reported that plans for a lead revision procedure have been scheduled. Subsequently, chest xray imaging was performed, and the rv lead was confirmed to have dislodged. No additional adverse patient effects were reported. At this time, no surgical intervention was performed, and the lead remains in service. Subsequently, additional information was received that reported that this rv lead was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm) due to suspected oversensing of patient atrial arrythmia in the right ventricular (rv) lead. Upon review of stored episodes, ts confirmed that the patient atrial arrythmia was being sensed on the rv lead. Ts also noted a drop in the lead impedance measurement and right ventricular auto threshold (rvat) testing was suspended due to high out range thresholds. Ts discussed with hcp that the rv lead pacing may be compromised and advised for further lead evaluation. The hcp reported that plans for a lead revision procedure have been scheduled. Subsequently, chest xray imaging was performed, and the rv lead was confirmed to have dislodged. No additional adverse patient effects were reported. At this time, no surgical intervention was performed, and the lead remains in service.